Event description:
The pt was implanted with an extended lead vented electric lvad in 12/2002. In 2003, the manufacturer was informed that the pt was in the hosp clinic for a visit and described being awaken two nights prior by something pt described as a shock. The pt was in deep sleep, event occurred twice in the same night. Unable to describe if it was a shock or kicking feeling. Unable to describe if it was in their chest or abdomen. The pt reported there were no alarms during the event. The pt was being supported in the auto rate mode with beat rates (bpm) in the 50's, flow in the mid to high 4 liter per minute (lpm) range and stroke volumes (sv) between 80-83ml. A system controller self test was performed and was unremarkable. The pt has a new pbu cable system display module at home. The pt's home electricity is 3-prong grounded. The pt has an aicd, and it was confirmed to be off. The hosp vad coordinator down loaded motor waveforms in 2003, for review by the manufacturer. The vad coordinator reported that the pt remains stable and has not experienced any other "shock like" feelings while sleeping, since that one night.